Event description:
End user called to get help using the device. It was discovered that the calibration strip was reading "error". The device was replaced and the defective one returned for investigation.